Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph shows fluid inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified; however, due to the nature of the returned sample no additional testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. After 24 hours, an unspecified volume of solution remained in the device. The line is patent and flushing well with no kinks. The device was filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.